Event description:
It was reported that the patient was having pocket stimulation since the device replacement. The stimulation was reproduced at high output on the lv lead. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.